Event description:
During a dhs procedure for orif of right hip on (B)(6) 2013, the surgeon was implanting the plate to the bone. He used a mallet against the dhs/dcs impactor to force the plate onto the bone. The tip for dhs/dcs impactor broke where it was in contact with the plate. The fragment was retrieved. The procedure was completed and the surgeon no longer needed to use the dhs/dcs impactor, and did not need to substitute another instrument in its place. This is 1 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Raw material lot 4558305 documentation was incomplete. The bp81 DHR traveler did not have the necessary information on the release to raw material operation. A note to file will be generated to address this discrepancy. This nonconformance is not relevant to the complaint condition: this was a documentation error, and raw material met the required specifications. There are no other issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.